Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the attempt to implant the right atrial lead, it was noted that the lead had difficulty to be fixed into the body. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
The reported event of ¿torque was not being transmitted down the lead¿ was confirmed. Analysis found that a complete lead was returned in one piece measuring 45.8cm with helix found retracted and clogged with blood. X-ray examination of the lead found the inner coil inside the connector region was overtorqued consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to overtorqued inner coil and helix being clogged with blood/tissue.